Event description:
Information from axium intl. Clinical trial database. Ruptured mca aneurysm coiling with 2 axium coils: qc-3-6-3d, qc-2-4-helix. Adverse event: patient developed severe vasospasm.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Axium registry information. Foreign registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other country's. Enrollment started in 2008; enrollment ongoing. Target 300 patients MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.